Event description:
It was reported that during setup for a surgical procedure, the handpiece leaked saline. Back-up equipment was used to complete the procedure, with no delay. There was no user injury and no patient involvement. No adverse consequences were alleged from this event.

Manufacturer narrative:
The device was not returned to the manufacturer for an investigation. A follow up report will be made if the product is returned, and if the investigation requires.